Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication application was crashing and freezing. A technical support specialist (tss) checked the logs, followed the knowledge article (ka) ¿cannot connect to station database from server¿, found that named pipes was disabled, enabled it, rebooted the station and the medication application launched automatically. The tss then found that the station¿s bluetooth adapter was enabled and proceeded to disable it. Additionally, the touch keyboard and panel handwriting service was identified as active, and it was stopped and disabled. The tss found a corrupt index in the station¿s database, followed a ka ¿corrupt index error for station database¿ and repaired successfully. The tss proceeded to close the case as closure approval was received from customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medapplication was crashing and freezing. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.